Event description:
It was reported that pump time was incorrect and caller needed help updating time and related settings. There was no adverse impact to the customer's blood glucose level. Caller received guidance from support to update pump time, was advised to monitor for any future time discrepancies greater than five minutes, and was instructed to follow up if issue recurred, which caller understood and acknowledged.